Event description:
Customer was having difficulty breathing, spouse noticed pt was not sleeping but was unconscious. The customer had taken a blood glucose test before bed and had received a result of "hi". The customer did not want to take insulin so they made a celery drink to lower their blood glucose. Paramedics were called and they received a result of 72mg/dl. The customers device read 482mg/dl. The customer was given an injection to raise blood glucose and drank a soda. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.